Event description:
Patient received an elastomeric pump from halyard for fluorouracil administration. The pump was hooked to be administered over 48 hours however, when the patient came back, the elastomeric pump never infused.